Event description:
Customer called to report suppressed chemistry results from the unicel dxc 600 synchron system, which displayed oir (out of instrument range) errors. Customer stated that other chemistry results were very low or zero. The original results were not reported out of the laboratory. Customer reran the patient samples on the other dxc instrument in the laboratory, the results of which were acceptable and reported out of the laboratory. There was no death, injury or change to patient treatment attributed to or associated with this complaint. While troubleshooting the issue with the customer technical specialist (cts), a leak was discovered from the cartridge chemistry (cc) sample probe transducer due to a loose fitting. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. The cts assisted customer with troubleshooting the instrument via telephone. The cts instructed customer to clean the spill from the leak using proper laboratory procedures. The cts then instructed customer to tighten the fitting to address the leak issue. The cts then confirmed with customer that the troubleshooting instructions effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Event description:
Further review of the customer's supplied data indicates total protein (tp) and creatine kinase (ck) results were out of precision claims for both patients. Subsequent testing of the patient samples on an alternate unicel dxc 600 synchron system recovered normal results for both patients. The erroneous results were not released out of the laboratory. There was no patient consequence.

Manufacturer narrative:
(B)(4).